Event description:
It was reported that it was found post op that one of the implanted screws might be "too long" and the screw's angulation might be not optimal. A procedure was performed and three screws were explanted. Posterior fixation was added to the same level at the revision surgery. The doctor believed that no complication is associated with the implants.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.